Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during service and evaluation, it was observed that the battery handpiece device bearings ceased up and the housing was old. It was further determined that the device failed the following pre-tests: check for leakage and check function of all modes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as apr 21, 2017 on the initial report. It has been updated as may 18, 2017. Device evaluation; this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was observed that the bearing ceased up and the housing was old and cracked. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.